Event description:
It was reported that a customer experienced a dexcom g6 connection issue to the ilet, evidenced by an on-pump message indicating dosing would stop soon and a prompt to connect the cgm, while the dexcom app displayed a sensor warmup countdown after a recent sensor start. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included temporary interruption risk to automated insulin dosing pending cgm connectivity. Investigation included customer education and troubleshooting, with instruction to monitor completion of the sensor warmup and to recontact support if the cgm did not connect after the warmup period. Investigation of this case revealed that the cgm was in its warmup phase, consistent with expected behavior prior to establishing communication with the ilet, indicating no pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was sensor warmup timing resulting in delayed cgm-pump pairing, consistent with normal device operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.